Event description:
Complainant alleged that while defibrillating a male patient (age unknown), two successful shocks were delivered, on the third attempted shock the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.